Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitialized due to high blood glucose. The cusotmer's blood level was unknown mg/dl. The customer was in a new insulin pump and had problems with high and low blood glucose. The customer stated that she was not familiar with the new insulin pumps and worried may not be properly treating diabetes. The customer was advised to call back when they can troubleshoot to make sure insulin pump is properly working. No futher information was reported.